Event description:
The customer alleges he obtained blood glucose readings of 1, 9, and 11 mg/dl. Acc troubleshooting performed a display check with the customer and there were no missing segments. The system's measurement range is 10 to 600 mg/dl and should not display blood glucose results outside of the intended measurement range. No report of an adverse event. Controls were not run. Return requested and replacement was sent.